Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had sensor error alerts on her insulin pump and her blood glucose was over 500 mg/dl. Customer stated that her current blood glucose is 48 mg/dl during troubleshooting. Customer declined troubleshooting for both high and low blood glucose readings and stated that she is getting ready to eat.